Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a k-wire was (re)placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the outcome of the surgery was successful as intended, with all (k-wires and) screws in their correct final positions there was no direct (or increased) risk of harm to a critical structure due to this issue there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 10 min.) There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either according to the results of this brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of: the unsuccessful navigated attempts to replace the right l4 k-wire (after it had popped out of the pedicle during decompression) was the use of an inaccurate non-brainlab pedicle access needle in navigation to perform the k-wire replacement. The surgeon had already recognized that the pedicle access needle was inaccurate in navigation, but had continued using the inaccurate instrument to attempt k-wire replacement anyway. Prior malleting on the pedicle access needle likely caused the instrument adapter (and therefore array) to move and become inaccurate in navigation the one-time occurrence of a sudden deviation of the navigated screwdriver's position in the navigation display, from showing it accurately following the intended trajectory (in the pedicle) to then inaccurately outside the pedicle, during navigated screw placement at left l4 was visibility issues, most likely due to a poor or suboptimal orientation of the instrument's array to the navigation camera. For optimal tracking accuracy of instruments, the instrument array's reflective marker spheres should face directly (perpendicular) to the navigation camera's line of sight; rotation of the instrument array away from this optimal orientation (e.g. Due to rotational movement of screwdriver during screw insertion) can affect proper visibility and therefore accuracy of instrument tracking on the registered image in the navigation display. Apparently, the resulting deviation of the tracked instruments in the navigation display on the registered patient image and the actual patient anatomy were recognized by the surgeon. The navigated non-brainlab pedicle access needle was recognized as inaccurate in navigation, but the user decided to continue with the (inaccurate) pedicle access needle to attempt replacement of the k-wire. The recognized deviation of the tracked screwdriver in the navigation display was recognized when it occurred (at the end of screw insertion) and did not result in any unintended surgical steps (the screw placement being performed during the occurrence was confirmed correct), and the navigation (e.g. Registration accuracy and screwdriver calibration accuracy) was accurate for that screw's placement. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
What is the issue? An minimally invasive spine surgery for l3 - l5 lumbar interbody fusion, indicated for spondylolisthesis and severe lumbar stenosis, with intended placement of 6 k-wires/pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1 (on (B)(6) 2021). During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the iliac crest using the 2-pin fixator with schanz pins, and the 4-sphere array acquired a fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation verified registration accuracy using the navigated brainlab pointer, judged it as accurate, and accepted the registration planned skin incisions and screw trajectories using the navigated brainlab pointer aligned the navigated brainlab drill guide to the planned trajectory, drilled the initial path, placed the k-wire through the drill guide into the prepared path, and removed the drill guide placed a navigated non-brainlab pedicle access needle over the k-wire, aligned it to the planned trajectory, and replaced the original k-wire by a split tip k-wire repeated above steps for every pedicle in the following order: left l5 - l3, then right l5 - l3 performed decompression and placed two cages repositioned the left l3 k-wire (which was accurately placed to its saved trajectory, but the surgeon preferred a different positioning) using the same instrumentation acquired a second fluoroscopy scan using an intra-operative c-arm with automatic image registration, verified registration accuracy, judged it as acceptable, and accepted the registration placed the left l5 screw using a navigated non-brainlab screwdriver repeated this step for the left l4 screw, and (at the end of screw insertion) observed visibility issues (a sudden deviation of the navigated screwdriver's position in the navigation display) acquired x-rays to review left l4 screw placement and confirmed it was placed accurately, and recalibrated the screwdriver attempted to replace the right l4 k-wire (that had come out of its placement during cage placement) using the navigated (recognized inaccurate) non-brainlab pedicle access needle (it had been recognized before the attempts that the needle was no longer accurate in navigation, but it was still used to replace the k-wire) acquired a third fluoroscopy scan using an intra-operative c-arm with automatic image registration, verified registration accuracy, and accepted the registration again attempted to replace the right l4 k-wire using the navigated (recalibrated but still not accurate) non-brainlab pedicle access needle finally replaced the right l4 k-wire under fluoroscopic guidance (without navigation) placed the remaining screws under fluoroscopic/x-ray guidance (without navigation) acquired a final confirmation scan that showed that the right l5 screw (placed without navigation) was placed too superior, and revised this screw (without navigation) according to the hospital/surgeon: the outcome of the surgery was successful as intended, with all (k-wires and) screws in their correct final positions there was no direct (or increased) risk of harm to a critical structure due to this issue there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 10 min.) There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either